Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 . One of the jaws of the hemopro 2 device fell off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 27nov2019. An investigation was conducted on 20dec2019. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away and detached from the tip of the hot jaw, remaining attached at the base. The silicone insulation on the both jaws was observed to be intact. No visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" is not confirmed and the analyzed failure "material twisted/ bent wire" was confirmed. Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
One of the jaws of the hemopro 2 device fell off while in use. The customer opened another kit to complete the procedure without incident.